Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with 3 patient samples using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. Patient 1 initially generated sars-cov-2 positive and influenza a/b negative results. The same sample was tested on different cobas liat sn: (B)(4) and generated the same sars-cov-2 positive and influenza a/b negative results. A new sample was collected and tested on cobas liat (sn: unknown) resulting in negative results. Data for this retest was not provided. Another collection was done and tested on different cobas liat sn (B)(4) resulting in negative results. Patient 2 initially generated sars-cov-2 positive and influenza a/b negative results. The same sample was tested on different cobas liat sn: (B)(4). And generated the same sars-cov-2 positive and influenza a/b negative results. The same sample was further repeated on different platform (eplex genmark) and was negative. Patient 3 initially generated sars-cov-2 positive and influenza a/b negative results. A new sample was collected and tested on different cobas liat sn (B)(4). Resulting in negative results. Another recollection was done and tested on a different cobas liat sn (B)(4), which also resulted in negative results. No harm is alleged. Per FDA guidance for eua, 3 mdrs are being submitted.

Manufacturer narrative:
There was no systematic issue observed and no product problem was found. The root cause for the discrepancy observed, is either due to differences in testing platforms, or the sample has a low viral load. Any results for samples near the lod of the test can be expected to waiver between positive and negative.